Manufacturer narrative:
It was reported that after around 11 months of stent placement, stent in-growth and symptoms of jaundice was found. It is hard to review suspected device's DHR because the serial no. Was not checked. Biliary structure where stent was implanted is narrow and curvy. It is possible that the stent could be pressed and stent in-growth could occur by state of patient's lesion. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, information such as photo was not provided, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the physician found ingrowth occurred at bd01008 placement site" and "routine checkup revealed symptoms of jaundice", it is assumed in-growth occurred due to patient's lesion condition, peristalsis, foreign substances and other factors complexly as the stent was pressed. The suspected device is uncovered; therefore it is normal for in-growth to occur. It is assumed this caused symptoms of jaundice. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvistent may include but are not limited to: tumor in-growth, increased bilirubin level". This complaint is assumed that it occurred due to the pressure of the patient's lesion condition, peristalsis, foreign materials and other factors. There will be continued monitoring of the same or similar customer complaints.

Event description:
On (B)(6) 2024, bd01008 was placed at the stenosis of the middle-lower common bile duct so that the stent tip was protruding from the papilla. On (B)(6) 2025, the physician found ingrowth occurred at bd01008 placement site because a routine checkup revealed symptoms of jaundice. Additional stent (bsd1008fw) was deployed along the first stent (bd01008). On (B)(6) 2026, the procedure was to place the third stent because ingrowth occurred porta hepatis and left hepatic duct. The physician advanced gw to b2 portion of hepatis and inserted the delivery system along gw. The physician attempted to deploy the stent but encountered very strong resistance and the outer sheath of the delivery system was detached, resulted in deployment failure. Another stent was used to finish the procedure. There were no patient complications as a result of this event.